Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: w092922102078. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: we received the leukocyte reduction filter for investigation. The filter was rinsed with normal saline. The normal saline flowed relatively fast at a flow rate of 100 ml/min. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation and noticed that the fifth and sixth filter media were dyed dark. That is, white blood cells were accumulated in these dyed areas. In regard to the production of the product concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. For the leukoreduction filter, filter media are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the product in question was manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, including measurements of solution concentration and volume, and a visual inspection, is performed on the product concerned as sampling testing. We therefore reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained samples of the lot numbers in question, three sets each were visually examined. There were no abnormalities in their appearances. We used one set each to measure the solution volume and used another one set each to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Root cause: we control to maintain cationization levels above a certain level during the production of filter media in order to prevent from leukocyte leakage. Where a cationization level is high, filtration rate is likely to be low. For the prevention of leukocyte leakage, the instructions for use of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. The above-mentioned investigation results revealed that there were no abnormalities in the manufacturing record and the testing and inspection record of the lot number concerned. The returned filter also revealed no abnormalities in itself. We noticed that the fifth and sixth filter media were dyed dark with toluidine blue. Therefore, occlusion may have occurred and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred.